Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was in hypothermia therapy in the arctic sun device. Nurse stated that the patient temperature had been erratic throughout the therapy and a temp cable was attached to foley probe. Patient temperature was currently reading 32.4c with temp sensing foley in arctic sun device and 35.6c on bedside monitor with rectal probe. Water temperature was currently 40c. Mss suggested switching the foley with the rectal probe on arctic sun device to see if problem was cable or probe. Arctic sun device was now reading 35.6c, water temperature was coming down during call. Nurse stated that the issue was with the foley probe and not device. Nurse states that the patient temperature has not been coming down to target and nurse had an alert in the arctic sun device. Patient temperature was currently 36.1c, target temperature was 35.0c, water temperature was 32.3c, flow rate was 2.4lpm and event log was with two alert 113 (reduced water temperature control). Nurse stated that the system diagnostics showed outlet monitor temperature was 32.2c, outlet control temperature was 32.2c, inlet temperature was 32.1c, chiller temperature was 4.2c, flow rate was 2.4lpm, inlet pressure was -7.0psi, circulation pump command was 67 percent, mixing pump command was 100 percent, heater command was 0 percent, water reservoir level was 3, system hours were 3774.5 and pump hours were 3590.9. Mss advised that the nurse would need to send this unit to biomed for possible bad mixing pump. Nurse stated that the patient was switched to a different device and the old device was sent to the biomed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "insufficient seal". It is unknown whether the device had met relevant specifications. The product was used for diagnostics purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the patient was in hypothermia therapy in the arctic sun device. Nurse stated that the patient temperature had been erratic throughout the therapy and a temp cable was attached to foley probe. Patient temperature was currently reading 32.4c with temp sensing foley in arctic sun device and 35.6c on bedside monitor with rectal probe. Water temperature was currently 40c. Mss suggested switching the foley with the rectal probe on arctic sun device to see if problem was cable or probe. Arctic sun device was now reading 35.6c, water temperature was coming down during call. Nurse stated that the issue was with the foley probe and not device. Nurse states that the patient temperature has not been coming down to target and nurse had an alert in the arctic sun device. Patient temperature was currently 36.1c, target temperature was 35.0c, water temperature was 32.3c, flow rate was 2.4lpm and event log was with two alert 113 (reduced water temperature control). Nurse stated that the system diagnostics showed outlet monitor temperature was 32.2c, outlet control temperature was 32.2c, inlet temperature was 32.1c, chiller temperature was 4.2c, flow rate was 2.4lpm, inlet pressure was -7.0psi, circulation pump command was 67 percent, mixing pump command was 100 percent, heater command was 0 percent, water reservoir level was 3, system hours were 3774.5 and pump hours were 3590.9. Mss advised that the nurse would need to send this unit to biomed for possible bad mixing pump. Nurse stated that the patient was switched to a different device and the old device was sent to the biomed.